Event description:
It was reported that a leak occurred during intra-aortic balloon (iab) therapy. It was noted that the patient had just come up from the cath lab within the last 10 minutes. The customer looked down and noticed blood backing up into the helium tubing quickly. It ran into the console and was coming out of several ports and even the printer. The customer had put the pump in standby and wanted to know what to do next. It was explained that they needed to remove the iab as soon as possible. The getinge representative called back to check in 30 minutes later. They had successfully removed the iab without issue, no resistance was met, and the patient was hemodynamically stable. It was later reported that the customer had used another iab and experienced the same issue. The patient later died of heart failure. It was later reported that the same issue occurred with the second iab as it also had a hole/ ruptured. After the second iab failed, they decided it was time to use an impella instead. The patient eventually died due to severe heart failure, but the iab/ iabp did not contribute to the patient's condition. It was later reported on 29sep2023, it was confirmed the first iab catheter was inserted on (B)(6) 2023 at 06:25. Following perforation of that iab catheter, the patient returned to the cath lab for placement of a second catheter (iab#2) at 08:59, the subsequent (second) perforation and reported blood back event occurring minutes later. The customer reported the patient¿s death was later that same day ((B)(6) 2023) at 19:38, the cause of death coded in the hospital system as ¿acute ischemic multi-focal vascular territories stroke, atrial fibrillation and hypertension¿. This report is for the second iab used. A separate report has been submitted for the first iab under mfg report number 2248146-2023-00493. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-03393.

Manufacturer narrative:
Updated field(s): describe event or problem. Other relevant history. Date of death. Concomitant products. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Additional reporter: (B)(6), ccu rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that a leak occurred during intra-aortic balloon (iab) therapy. It was noted that the patient had just come up from the cath lab within the last 10 minutes. The customer looked down and noticed blood backing up into the helium tubing quickly. It ran into the console and was coming out of several ports and even the printer. The customer had put the pump in standby and wanted to know what to do next. It was explained that they needed to remove the iab as soon as possible. The getinge representative called back to check in 30 minutes later. They had successfully removed the iab without issue, no resistance was met, and the patient was hemodynamically stable. It was later reported that the customer had used another iab and experienced the same issue. The patient later died of heart failure. This report is for the second iab used. A separate report has been submitted for the first iab under mfg report number 2248146-2023-00493. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-03393.